Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia which cause customer to pass out. Blood glucose value was 500 mg/dl, over 500 mg/dl, took manual injection and blood glucose level was 20 mg/dl gave glucagon and other blood glucose values was 170 mg/dl, 150 mg/dl and 40 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears normal. Customer did not allege insulin pump was over delivering. Customer stated that the programming was accurate. Customer stated that they were not worn insulin pump during a medical procedure. The devices will not be returned for analysis.